Event description:
Several attempts were made to push the 2 mm x 8 cm deltapaq cerecyte microcoil in the unknown microcatheter; but the coil could not be advanced. Therefore, the coil was changed to another one and the procedural was successfully moved to the next step. The analysis of the returned device found the coil had buckling and stretching damage in multiple sections. No additional information has been received in response to multiple investigative efforts.

Manufacturer narrative:
(B)(4). The coil of the returned device presented with buckling and stretching damage in multiple sections. The device positioning unit (dpu) was found protruding outside the sheath. No mechanical sheath damage resulting in an opened skive was found at the protrusion site or on the remainder of the sheath. The coil's socket ring was found pushed down inside the outer sheath. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The damaged edge at the v notch has been raised above the surface plane. The material at the locking mechanism has been compressed, stretched, and torn away from the surface. The most likely root cause of the coils inability to be advanced through the unknown microcatheter occurred when the microcoil system was first unlocked for used and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. Pulling straight back on the sheath will result in the locking mechanism becoming embedded inside the fractured v notch of the resheathing tool. This will produce a binding action between the dpu, the sheath, and the coil. This binding action may have produced enough significant resistance to prevent the coil from being advanced inside the microcatheter. The binding action may have also caused the dpu to protrude outside the sheath, the coil's socket ring to be pushed down inside the outer sheath, and the coil's buckling damage found in multiple sections. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines to hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. No conclusion regarding the cause of the reported inability to advance the deltapaq coil system through the unknown microcatheter can be made based on the lack of available information; however, based on the analysis of the returned device it appears that procedural handling related to the unsheathing may have contributed to the reported event and the damages found on the returned device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the event or damages. Therefore, no corrective actions will be taken at this time.